Event description:
It was reported that impedances were >3600 ohms for electrode combination 0 <(>&<)>1, and 8, 9, and 10. No therapy measurements were taken during procedure. The lead that was used was tested separately in a snaplid and the impedance values were within normal range. A new implantable neurostimulator was used and all impedances were within normal range. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).